Event description:
During an inspire implant, while using medtronic 38 cm tunneller (model 8591-38) to tunnel the lead, a vessel was punctured around the external jugular. The surgeon stopped the bleeding with bipolar cautery and flow seal and completed the implant. This resolved the issue in surgery.